Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was not powering on properly. The pt reported that the monitor 'beeped' and the screen went white. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (does not power on properly / 'beeped' / white screen) is still under investigation. As received, the monitor powered on with a service code 107 - multiple abnormal shutdowns. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.